Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. They inserted new batteries but it did not resolve the issue. The customer's blood glucose level was 165 mg/dl. Troubleshooting was performed. The insulin pump had not been dropped or bumped. The battery compartment was neither damaged nor corroded. They inserted a new battery and the display returned. They were advised to remove the battery for 10 minutes. The customer stated that the display did return after the 10-minute insulin pump rest. They then received a watchdog test failure alarm. They were asked to rewind the insulin pump but then the display went blank again. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No watchdog set test failure alarm noted. The insulin pump had cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.